Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation with a burn-in time of 3 hours.

Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation with a burn-in time of 3 hours.

Event description:
It was reported the pump will not maintain pressure. This issue has occurred with multiple tube sets. The unit was replaced and the case was completed with no impact.